Event description:
Sclerotherapy needle,used during upper endoscopy, malfunctioned while still inside the pt, (outside the endoscope). It would not retract back into its sheath. No apparent injury/damage occurred.